Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issues with pump, reported crack at the backside of the pump, battery cap doesn¿t seem to screw on properly, not making proper contact with the new battery after changing the battery. Customer also received random pump errors on occasion. Troubleshooting was performed for cometic damage and advised to customer that pump will be replaced. Troubleshooting was performed for pump errors and customer confirmed pump error 53 (software error detected) and it was resolved. The customer reported no adverse event. The event involved product(s) mmt-1884. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test and self test. However, pump error 53 alarm (variable info = 34) confirmed in the pump history due to invalid pointer/corrupted data. Successfully downloaded history files and traces using thump software. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. The pump was received with minor scratches on lcd window, scratched case, cracked case (corner of belt clip rails) and battery tube threads cracked. In summary, customer alleged pump error 53 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.